Event description:
It was reported that the nurse was unable to get therapy to start. Arctic sun device primes and stops. Per additional information updated from ttm on 19may2026, they had already tried two sets of pads. Disconnected and reconnected tubing using proper technique. Restarted therapy and guided to diagnostics: system hours 4491, pump hours 3542, inlet pressure (ip) was -12psi, circulation pump command (cpc) was 0%, flow rate (fr) was 0lpm. As they tried to empty the pads to test in manual control they got an empty pads not complete alert. They will send this device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.